Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure scope communication error (b30) was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of scope communication error (b30) due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a scope communication error (b30). The issue occurred during maintenance. There were no reports of patient involvement.